Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that while flap was being made in the patient's left eye and system displayed an error message popped that vacuum pump too low and laser stopped after lasik surgery. There are multiple related reports for this event. This report addresses the patient ls, left eye and other manufacturer reports will be filed.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The device was successfully verified prior and after the day of event. Most recent onsite visit from field service engineer was performed and signed service installation record. System meets specification as per service installation record. The review of logfile for the reported event date confirms the reported issue. The warning message fu one-fifteen-two suction pressure pump two too low" and the info message "vacuum exceeds limits - treatment is aborted. Repeat vacuum check" appeared once each during the reported treatment. The vacuum pumps were shut off. The treatment of the patient's left eye was aborted by device during bed cut. Treatment was only fifty-three percentage complete. The user performed successfully a vacuum check and restarted and finished the treatment without any problems. Review of the logfiles for the treatment day does not show any other relevant warning or error messages. The logfile shows thirteen successfully performed treatments on the reported event date. The root cause could not be identified during logfile review. A potential contributing factor could be a nervous patient or, for example, the patient rolling their eye during treatment. The field service engineer performed a preventive maintenance on this device. No part is expected to be returned to device for evaluation. More information about the reported issue was requested but not received. Not enough information was provided to perform an investigation about the reported issue. There was no harm to the patient, as the reported treatment could be resumed and completed without any problems. Repeating the vacuum check solved the problem. After the vacuum check it was possible to continue with treatments. The root cause of the reported issue could not be determined conclusively. After repeating the vacuum check the issue was fixed. The manufacturer internal reference number is: (B)(4).